Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set leaked. This occurred during priming. The tubing appeared to have been sliced by a razor at several locations. There was no patient involvement. No additional information is available.